Manufacturer narrative:
The device was returned and the investigator noted the distal tip of needle was bent and twisted. No functional testing could be performed on the device. The cause of bent / twisted needle is unknown. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a physician performed an eviva breast biopsy (exact date unknown) and the "tip of probe became bent during procedure. [The] radiologist couldn't deploy marker without removing probe and straightening tip out. No harm to patient. The 2nd device was used to complete the procedure". We have been unable to obtain additional information surrounding this event.